Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula bent due to insertion into scar tissue on (B)(6) 2025. The blood glucose level was 400mg/dl. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.